Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
It was reported by the customer's biomed that during routine testing he noticed one damaged pin within the therapy connector assembly. There were no reports of patient use associated with the reported failure.